Manufacturer narrative:
Complaint conclusion: as reported, an unknown optease inferior vena cava (ivc) filter was placed in 2011 was found to be multiply fractured, including one piece loose in the ivc and barely retained in the filter. This fragment migrated to the right atrium with just the slightest touch and was fortunately captured and removed. However, in removing the ivc filter with the loop-snare technique, the inferior vena cava was disrupted, a life-threatening event that required reconstruction with stent grafts and stent. There was no additionally reported patient injury. Additional information was requested but was not available. Based on the limited information provided and without the return of the device, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis and with no images for review, the reported customer complaint " filter fractured-separated, filter migration, and inferior vena cava perforation" could not be confirmed. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Intracardiac migration of ivc filters is a rare but potentially fatal event. Possible causes for filter migration includes mega cava (ivc diameter >28 mm), wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to the fracture and migration of ivc filters. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Migration of ivc filters has been demonstrated when the presence of an overburden of thrombus in the vasculature occurs that exceeds the devices ability to exert radial force toward the vessel walls and maintain optimal positioning and in patients who were in a dehydrated state when the filter was placed and have since re-hydrated thereby expanding the diameter of the vena cava. Without films of the reported event there is not enough information to draw a definitive clinical conclusion between the device and the reported event. There is no evidence of manufacturing or design issues that contributed to the event. Vessel damage is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Clinical study data and a review of published literature supports the safety and performance of vena cava filters when used as intended. The safety profile and types/incidences of complications reported in the literature were consistent with hazards identified in the product risk assessments, with reported complaints since product introduction worldwide, and with known hazards identified for these types of devices. Factors that may have influenced the event include patient, procedural, pharmacological and lesion. However, there is not enough information to draw a clinical conclusion between the device and the event. No preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Corrected data: missing information of related report (mw5162175) was included.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, an unknown optease inferior vena cava (ivc) filter was placed in 2011 was found to be multiply fractured, including one piece loose in the ivc and barely retained in the filter. This fragment migrated to the right atrium with just the slightest touch and was fortunately captured and removed. However, in removing the ivc filter with the loop-snare technique, the inferior vena cava was disrupted, a life-threatening event that required reconstruction with stent grafts and stent. There was no additionally reported patient injury. Additional information was requested but was not available. The device will not be returned for evaluation.